Event description:
Device malfunction: knot lock. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieved hemostasis. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the proglide device after an interventional procedure. Reportedly, the suture would not advance into the arteriotomy. It is unknown how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.